Manufacturer narrative:
Pending.

Event description:
It was reported to philips that the device has a pads issue. No patient involvement reported.

Manufacturer narrative:
Upon further investigation, this file was found to be a non-report issue, this is only dealing with a part number inquiry.